Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the color of the endoscopic image was abnormal during preparation for use. Reportedly, color bar was displayed instead of the endoscopic image. The user replaced the device to another device and completed an endoscopy. There was no report of patient injury associated with this event.